Event description:
It was reported that the insulation of this right ventricular (rv) lead was damaged during a device change out procedure. No observations were noted. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 7230cx implantable cardioverter defibrillator (ICD),  implanted: unknown. (B)(4).